Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called in to report low blood glucose readings between 30 and 50 mg/dl. The customer's blood glucose reading during the call was unknown. The caller stated that the customer's memory is bad in the mornings and she seems confused, but gets better after treating with food. The caller stated that it seems the insulin pump is not working. The caller performed troubleshooting and did not find any issues with the insulin pump. The caller inquired about getting a new device and was transferred. Nothing was replaced or returned.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2016.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).